Event description:
Additional information was received reporting that the generator and lead were discarded. No additional relevant information has been received to date.

Event description:
It was reported that prior to the patient¿s battery replacement, high impedance was found upon system diagnostics. Therefore the replacement was postponed so the patient could have a full revision. The full revision has occurred, however the generator and lead have not been received by the manufacturer to date. No additional relevant information has been received to date.